Manufacturer narrative:
The damage found was sustained during the surgical procedure. The device was otherwise normal.

Event description:
It was reported the patient presented in clinic for a scheduled generator change. During procedure, the device exhibited setscrew anomaly, the right ventricular lead was unable to be disconnected from the pacemaker header. There were multiple attempts to unscrew the setscrew but were unsuccessful. The lead was then cut from the header and capped, the device was explanted and replaced. The patient was in stable condition.